Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a ureteroscopy procedure, the fiber tip broke off in the patient. The physician was unable to retrieve it from patient and did not use a stripper. The patient may need to return for further intervention. The procedure was completed with original device without patient complications reported. The patient passed the fiber fragment on their own by urinating.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a ureteroscopy procedure, the fiber tip broke off in the patient. The physician was unable to retrieve it from patient and did not use a stripper. The patient may need to return for further intervention. There was no procedure outcome reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a ureteroscopy procedure, the fiber tip broke off in the patient. The physician was unable to retrieve it from patient and did not use a stripper. The patient may need to return for further intervention. The procedure was completed with original device without patient complications reported. The patient passed the fiber fragment on their own by urinating. The patient did not require any additional intervention.